Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be established. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges when the infusion is turned off, the t-connect cannot be shut off and continues to infuse. This was identified during preparation for the procedure and was not utilized on a patient. No patient injury.